Manufacturer narrative:
Based on the additional information obtained regarding the dressing, kci's assessement remains the same; it cannot be determined if the alleged odor and debridement are related to v.a.c.® therapy.

Event description:
On may 31 2016, kci quality engineer performed a device history review on lot number 2750880 and determined the following: all end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the information provided it cannot be determined if the alleged odor and debridement are related to v.a.c.® therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: the patient stated he had been hospitalized for the past two days for a wound infection allegedly due to an issue with v.a.c.® therapy. On (B)(6) 2016, the following information was reported to kci by the patient: the patient reported observing an odor and subsequently went to the emergency room where he was admitted on (B)(6) 2016. The patient confirmed a culture determined no infection was present, but the patient stated a debridement was performed. The patient was discharged on (B)(6) 2016. The patient is reportedly doing fine. No additional information is available. A device evaluation of the activ.a.c.® therapy unit is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessement remains the same; it cannot be determined if the alleged odor and debridement are related to v.a.c. Therapy.

Event description:
On feb 26 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On apr 07 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.